Manufacturer narrative:
(B)(4). The field experience of difficulty engaging the set screws was verified in the laboratory. It is believed that the set screws were completely backed out from the set screw threads, which made it difficult to re-engage the set screws with a torque driver.

Event description:
It was reported that during device replacement, it was difficult to disconnect the leads from the device. The device was replaced and no adverse consequences were reported for the patient.